Event description:
It was identified from the sample evaluation, that the dilator hub was allegedly noted to be detached from the rest of the device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was received for evaluation. The pusher catheter, touhy-borst adapter and filter storage tube were received loaded on to the introducer sheath. The filter was received deployed. All limbs were present and uncrossed. The pusher catheter, touhy-borst adapter and filter storage tube were offloaded from the introducer sheath for further evaluation. The dilator hub was noted completely detached when the filter storage was offloaded. The dilator hub segment was removed from the distal end of the filter storage. No damage was noted on the pusher pad. Skiving was noted to the storage tube. Therefore, the investigation is confirmed for the reported dilator hub detachment as the dilator hub was noted detached from the rest of the device. A definitive root cause for the reported dilator hub detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.